Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The peep valve was calibrated to resolve the issue.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Customer contact reports no patient information is available. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4).